Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had warmth when recharging after about 2 hours at the ins area. The caller stated that the temperature gauge came up during every single charge. It was reviewed that spacers and breaking up charging sessions could help. It was further reported that the patient felt warmth in the ins which was caused from charging. A replacement recharging antenna was sent. No further complications were reported or anticipated.